Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a scheduled driveline debridement. The patient was then observed in the cardiovascular intensive care unit (cvicu) overnight and transferred to cardiac telemetry the following day. Infectious disease was consulted for antibiotic recommendations. Patient's wound cultures from the operating room were positive for rare gram positive cocci. Infectious diseases recommended 6 weeks of intravenous cefazolin 2 grams every 8 hours. The projected end date of the antibiotics would be (B)(6) 2021. The patient was discharged home on (B)(6) 2021. The patient had since followed up in the ventricular assist device (vad) clinic, and the plan of care would be to continue to monitor the site while the patient finished out the course of antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.